Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The lead was returned with the helix partly retracted and tissue visible inside the helix. The tissue was removed with alcohol and the helix retracted/extended normal.

Event description:
It was reported that during the implant procedure, the physician had challenges getting the helix out. It was noted that the screw was not moving anymore. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.